Manufacturer narrative:
Weight and ethnicity: unknown/ not provided. If explanted, give date: not applicable, as lens remains implanted. Other: the device is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the doctor noted the "striations" (scratches) all over on posterior side of the lens only after the intraocular lens (iol) has already been implanted in the patient. No visual issues. Patient so far is ok. The customer will notify us if there will be information of visual issues later. Emeraldc cartridge used. No other information was provided.